Event description:
It was reported to fresenius medical care that on (B)(6) 2012 a peritoneal dialysis patient went to the emergency room because she was unable to drain. The hospital staff directed the patient to the operating room where a surgical procedure was performed to reestablish patency of the catheter. A fibrin plug was removed from her catheter according to the surgical record. In addition, it was also reported that a piece of blue plastic was lodged in her catheter extension set. The blue plastic 'pin' is part of the cycler set which is used to close the sterile connection at the conclusion of the pd treatment. Although the extension set could have been replaced by a qualified pd nurse, in this case it was not.

Manufacturer narrative:
This complaint is still under investigation. A follow up report will be filed when the investigation is complete.